Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with trauma situation/motor vehicle accident. At some time post filter deployment, it was alleged that the filter tilted,embedded and perforated the wall of the ivc. There was thrombus above the filter and the device was removed via open abdominal procedure after an attempted but unsuccessful percutaneous removal procedure. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Images were not provided. Medical records were provided and reviewed. Approximately after seven months post implant, multiple unsuccessful retrieval attempts was performed and the filter retrieval procedure was aborted due to filter tilt. Approximately after five years, CT abdomen pelvis demonstrated the infrarenal ivc filter was tilted to the right and two filter limbs equivocally projected beyond the posterior wall of the cava. Again after one month fifteen days, an unsuccessful retrieval attempt was made. The hook of the filter was imbedded into the right lateral wall of the inferior vena cava with an angulation of 20 degrees and several barbs were misaligned and also penetrates through the caval wall. There was a filling defect at the level of the hook just outside the cone of the filter suggestive of either thrombus or fibrinous material. Approximately after one year nine months, the ivc filter removal by mini midline lapratomy procedure was planned where the filter hook was penetrated through the inferior vena caval wall and several filter barbs were penetrating through the caval wall posteriorly and medially and were impinging on the adventitia of the aorta and right common iliac artery, as well as the periosteum of the spine. The filter was successfully removed by midline lapratomy procedure. Therefore, the investigation is confirmed for filter tilt, perforation of the ivc and retrieval difficulties. Per medical records, multiple attempts were made to engage the apex of the filter but were unsuccessful due to filter tilt and embedment. This could have contributed to the retrieval difficulties. However, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Manufacturer narrative:
Manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Images were not provided. Medical records were provided and reviewed. Approximately after seven months post implant, multiple unsuccessful retrieval attempts was performed and the filter retrieval procedure was aborted due to filter tilt. Approximately after five years, CT abdomen pelvis demonstrated the infrarenal ivc filter was tilted to the right and two filter limbs equivocally projected beyond the posterior wall of the cava. Again after one month fifteen days, an unsuccessful retrieval attempt was made. The hook of the filter was imbedded into the right lateral wall of the inferior vena cava with an angulation of 20 degrees and several barbs were misaligned and also penetrates through the caval wall. There was a filling defect at the level of the hook just outside the cone of the filter suggestive of either thrombus or fibrinous material. Approximately after one year nine months, the ivc filter removal by mini midline laparatomy procedure was planned where the filter hook was penetrated through the inferior vena caval wall and several filter barbs were penetrating through the caval wall posteriorly and medially and were impinging on the adventitia of the aorta and right common iliac artery, as well as the periosteum of the spine. The filter was successfully removed by midline laparatomy procedure. Therefore, the investigation is confirmed for filter tilt, perforation of the ivc and retrieval difficulties. Per medical records, multiple attempts were made to engage the apex of the filter but were unsuccessful due to filter tilt and embedment. This could have contributed to the retrieval difficulties. However, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with trauma situation/motor vehicle accident. At some time post filter deployment, it was alleged that the filter tilted, embedded and perforated the wall of the ivc. There was thrombus above the filter and the device was removed via open abdominal procedure after an attempted but unsuccessful percutaneous removal procedure. The current status of the patient is unknown.